Manufacturer narrative:
(B)(4). The actual device was returned for evaluation. It was determined that the reported condition that the device was not working and would not spin was not confirmed. However, during evaluation, it was determined that the device was exceeding the operational temperature specifications in less than one minute. It was also observed that the modified set screw failed the loctite verification. During repair, it was observed that the drive shaft pin was bent, and that the soft couple balls were melted. It was determined that the issue with the device overheating and the bent drive shaft pin was determined to be due to excessive force during use, causing the drive shaft pin to bend and the device to exceed the operational temperature specification which resulting in the melted soft couple balls. It was determined that the issue with the modified set screw was determined to be due to normal wear over time. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported that during pre-surgery testing, it was observed that the motor device would not spin and was not working while in use with the foot pedal device. It was reported that the foot pedal device was also checked and replaced but the motor yielded with the same result. During in-house engineering evaluation it was observed that the motor device was exceeding the operational temperature specifications in less than one minute. It was further observed that the modified set screw failed the loctite verification, the drive shaft pin was bent, and the soft couple balls had melted. There was no allegation of a malfunction against the foot pedal device. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.